Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable extension set was identified. A sample of the device was received and is pending evaluation. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for associated lot number h14f19019 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with no issues noted. Leak testing, clear passage testing, and functional testing were performed on the sample with no issues noted. Upon conclusion of the investigation, the reported problem could not be verified and a cause could not be determined. A CAPA has been initiated to further investigate the reported event of a leak in the extension set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a hole in the extension set resulting in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, pain, and discomfort. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneally; dose, frequency, and duration not reported) and ceftazidime (intraperitoneally; dose, frequency, and duration not reported) for peritonitis. Therapy was ongoing. At the time of this report the patient was recovering from the event. No additional information is available.